Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the patient reported a high blood glucose (bg) reading of 330 mg/dl obtained on (B)(6) 2011 and bg readings in the 200 mg/dl range through the night. The patient denied developing symptoms suggestive of hyperglycemia or testing positive for ketones. In response to the high bg readings, the patient claimed she changed cartridge/site/set on the morning of (B)(6) 2011. The patient stated her bg readings have been ok (readings not provided) since changing cartridge/site/set. The patient's reported bg readings do not meet animas' criteria for a serious injury. At the time of troubleshooting, the patient denied any leaking from the site and confirmed that the cannula was not bent. All pump settings were noted to be as expected. The patient reported there was a champagne size air bubble in the cartridge she was using on the evening of (B)(6) 2011; however, did not recall if the air bubble was present the day prior when she obtained the high bg readings. The patient reported a "medicinal smell" inside the pump.